Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) and generator interface (gib) pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system lost functionality during use and required a reboot to restore functionality.